Manufacturer narrative:
Image review: image shows an endeavor resolute 2.75mm*30mm shelf carton and a section of a delivery system. The stent is not present on the balloon. Contrast is visible in the balloon and the balloon appears to have been inflated. The lot number on the shelf carton corresponds with the lot number reported on gch. Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a moderate-severely tortuous and moderately calcified lesion exhibiting 90% stenosis located in the mid left anterior descending artery. There was no damage noted to the packaging. The device was inspected with no issues. Negative prep was performed without issue. It was reported that stent dislodgement occurred during delivery to/at the lesion due to the lesions calcification. The stent was expanded at the location where it dislodged to and remains in the patient. The patient was reported to be alive with no further injury.